Event description:
When using the phillips fixed-mounted fluoroscopy unit in a new hybrid operating room, the emergency stop button was accidently pushed, as it has been pushed accidently before due to its prominent location. This has resulted in the inability to restart the unit and an electrical short-circuit making the unit completely non function for a prolonged period of time. In the last incident, a patient was on the table and the machine would not restart which required the need for a mobile c-arm with suboptimal visualization which resulted in a technically inferior procedure with an 80% narrowing of the left renal artery. That resulted in some renal dysfunction and the need for a renal stenting procedure on a different day. The original procedure was also prolonged because of the mechanical failure. Diagnosis or reason for use: aortic aneurysm repair.